Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient received multiple episodes of inappropriate anti-tachycardia pacing (atp) therapies and one inappropriate high voltage (hv) therapy due to noise on the right ventricular lead. The patient was transferred to another facility for lead extraction procedure. The patient was in stable conditions. The procedure was rescheduled due to an unrelated issue. Prior to the procedure, a chest x-ray was performed and revealed that the rv lead was dislodged. It was suspected that the lead became dislodged due to much tension on the lead, as the lead¿s length was too short. The lead was successfully explanted and replaced with a longer lead. After the lead was explanted, it was noted that a large piece of tissue was stuck to the screw. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events of inappropriate high voltage output and noise were not confirmed. Analysis was normal. No anomalies were found.